Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/migration of essure device'), menorrhagia ('abnormal bleeding (menorrhagia)') and hypothyroidism ('hypothyroid') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence and tubal ligation. Concomitant products included levothyroxine since 2008. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced hypothyroidism (seriousness criterion medically significant), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds/ raynaud's disease") and visual impairment ("rapid vision deterioration/ poor vision"). In 2008, the patient experienced alopecia ("autoimmune disorder type of disorder: alopecia/ hair loss"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain/ pain central/ cramping pain/ lower abdomen"), eye disorder ("eye problems") and fatigue ("fatigue"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, hypothyroidism, raynaud's phenomenon, bladder disorder, urinary tract disorder, dysmenorrhoea, eye disorder, fatigue and visual impairment outcome was unknown, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, eye disorder, fatigue, hypothyroidism, menorrhagia, raynaud's phenomenon, urinary tract disorder, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Imaging procedure - in (B)(6) 2005: total bilateral occlusion. X-ray - in 2005: both essure implants in pelvis, unclear if both located in fallopian tubes right implant seems at odd angle on the lain film. 2005: it was working correctly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, hypothyroid, raynaud's disease, heavy bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: new pfs received- new event vision/eye problems type: rapid vision deterioration was added.lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device/migration of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress incontinence and tubal ligation. Concomitant products included levothyroxine since 2008. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("autoimmune disorder type of disorder: alopecia/ hair loss"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynauds/ raynaud's disease"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain/ pain central/ cramping pain/ lower abdomen"), eye disorder ("eye problems"), fatigue ("fatigue") and hypothyroidism ("hypothyroid"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, raynaud's phenomenon, bladder disorder, urinary tract disorder, dysmenorrhoea, eye disorder, fatigue and hypothyroidism outcome was unknown, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, device dislocation, dysmenorrhoea, eye disorder, fatigue, hypothyroidism, menorrhagia, raynaud's phenomenon, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2007 and (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). X-ray - in 2005: both essure implants in pelvis, unclear if both located in fallopian tubes right implant seems at odd angle on the lain film. 2005: it was working correctly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, hypothyroid, raynaud's disease, heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure device/migration of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder type of disorder: alopecia, autoimmune disorder type of disorder: raynauds/ raynaud's disease, bladder problem, urinary problems, dysmenorrhea (cramping), pain/ pain central/ cramping pain/ lower abdomen, eye problems, fatigue and hypothyroid. Medical condition, concurrent condition and concomitant medication were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.